Manufacturer narrative:
Additional procode = dro. The device was returned to zoll medical corporation; the reported malfunction was observed during testing. However, the reported problem could not be duplicated. The processor/bridge/pace board was replaced as a precaution. The device passed the final test procedure, and was recertified. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinical, the device displayed a "defib pacer failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.